Event description:
It was reported to philips that when the device was turned on, it would start to power on and then shut down and beep. There was no patient involvement or harm. The customer spoke with a philips remote service engineer (rse). The customer stated that with ac power connected, there were no leds illuminated on the front of the ventilator. There was no power to the power supply. Following the evaluation of the device, the customer replaced the power cord to resolve the problem. The customer was advised to allow the device to charge until the battery led changes from flashing to steady. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed to have failed to meet specifications.